Event description:
The customer reported via phone call that the transmitter did not blink when it was connected to the sensor. Customer stated that the sensor was inserted about 1 to 1.5 hours ago. Customer also received a lost sensor alert. Customer's blood glucose was 289 mg/dl at the time of the incident. Customer removed the sensor and saw no cannula. Customer found no cannula and the needle removed. Customer stated that he needle was hard to remove and it was possibly more difficult than usual. Customer was unsure if the sensor cannula was still in his body. Customer was advised to have an x-ray to locate the sensor cannula in the body. Customer will return the sensor and receive a replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.